Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) discovered while troubleshooting, the dead batteries, fuse f2 on the base distribution board blown. He replaced the batteries and fuse, and completed corrective maintenance successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect devices were returned to the manufacturer for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) informed the field service rep (fsr) that the perfusion system's battery backup was beeping and the red lamp is lit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.